Event description:
It was reported that bd alaris smartsite pump infusion set had air in line the following information was received by the initial reporter with the following verbatim it was reported by customer that rn entered patient room due to IV pump beeping. IV channel alarming "air in line". Rn assessed tubing. Flushed IV site. Rn observed IV channel partially open. Rn opened channel to find IV tubing out pouched/bubbled. Rn immediately removed IV tubing from patient and paused medications.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of air bubbles / air in line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.